Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2024. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please provide lot number [ans: sg2aqt]. 2. When will the complaint product returned to j&j [ans: the complaint product placed in the cabinet on the same day I submitted]. The impacted product is shipped to cg lab via fedex on 29 jul 2024 and its awb number is (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis that belongs to product code vcp935h. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the dr. Found out the suture thread detached from the needle when passing through tissue. He opened another one and same incident happened as well. There were no patient consequences reported. Additional information was requested.